Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, it was reported post total knee revision for unexplained pain (side of implantation and length of time in situ is unknown). Per the detail page, upon opening joint, it was determined the poly was not fully locked in. No clinically relevant information has been provided for inclusion in this investigation. Without the explant or the requested clinical information, the root cause of the pain cannot be determined. The future impact to the patient beyond the post knee revision cannot be determined. No further clinical/medical. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch.

Event description:
It was reported a revision surgery was performed due to unexplained pain. Surgeon realized poly was not fully locked in.